Event description:
New information received notes that the right ventricular lead had high defibrillation impedance, which was above the acceptable limit.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received

Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's right ventricular lead was found to have am out of range defibrillation impedance. Corrective programming changes were made. The patient was stable throughout.